Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is late seroma. The event of late seroma. Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side," fluid had formed on bottom of implant pocket the size of a stick of butter. Now there is fluid on top of implant. I am also experiencing severe back pain, cramps all over, neck pain, constant heartburn that doesn't go away, gastro intestinal issues, and nauseous all the time." Device remains implanted.